Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was aux 5.2 multi-cubie read/write failures. The customer stated that this malfunction did occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to detect on the communication bus and had read, write errors. The field service engineer shut down the station and reseated both row board cable and retractor band cable, rebooted the station to resolve the issue. The fse tested the drawers in the hardware test application to ensure their functionality. The system functioned as intended after the field service engineer repaired the device.